Event description:
A healthcare facility in another country reported to our sales rep that upon setting up an rt110 adult dual heated breathing circuit to a stand-by ventilator, the wrong y-piece connector (one with a pressure port usually found with rt111 adult breathing circuits), was found in the breathing circuit kit. No patient consequence was reported.

Manufacturer narrative:
The rt110 breathing circuit is currently en route to the manufacturer for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned, and investigation results become available. A lot check revealed no other similar complaints for this lot number.